Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm battery out limit. Customer's blood glucose at time of incident was unknown. Customer stated the pump alarm during normal use. Customer was explained that a battery out limit alarm during normal use may indicate a loose battery cap. Customer was assisted with reprogramming time/date. Customer was with reprogramming time/date. Customer was advised we will send a replacement battery cap. Customer was advised to monitor pump.